Event description:
Blanket being used for cooling protocol related to hypoxic-ischemic encephalopathy (hie) leaked in patient bed and onto other equipment at bedside including monitor electrical cord and cooling unit electrical cord. Manufacturer response for thermal regulating device, kool kit (per site reporter): sending device for investigation. Replaced with similar device.